Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that thelapvue10, laparovue visibility system laparoscopic solutions device was used in a lap chole procedure on (B)(6) 2026, and ¿plastic came off and went into patient. Plastic was retrieved¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of six (6) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of six reports, regarding nine devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised that prior to start of surgery puncture cleaning/defogging port on top of the unit with the vuetip trocar swab handle. Caution: do not use scope to puncture port. We will continue to monitor per regulatory requirements to help ensure patient safety